Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high resolution stereo viewers (hrsvs) to resolve the issue. The system was verified and ready to use. The hrsvs have been returned and evaluated by the failure analysis (fa) team. The reported failure was successfully replicated. Error 119 was found in the logs. The hrsv displayed a black image with a thick vertical line down the middle. As a result of these findings, failure analysis concluded that the hrsv displaying no image was the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure using an xi system, a clinical sales representative (csr) contacted technical support mid-procedure to report that one of the surgeon side console (sscs) had a missing eye. Logs indicated that the right high resolution stereo viewer (hrsv-r) monitor on ssc 1 had failed to reach its desired brightness. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the blue fiber cable to the ssc and performing a hard power cycle when possible. The customer proceeded using the second ssc and was advised to call back if the issue persisted after the troubleshooting steps were performed. The procedure was completing as planned, and no patient injury was reported.